Event description:
The pt was reportedly experiencing intermittencies. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Revision surgery will be scheduled.